Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the upper esophagus on (B)(6), 2010. According to the complainant, after the stent had almost been completely deployed, the nurse encountered resistance. When the physician went to check and withdraw the delivery system, the stent was still attached. After removing the device from the patient, the physician noted that there was a small knot in the deployment suture, which probably got tangled up on the stent. The procedure was completed successfully the following day with a wallflex device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.